Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 6 atms on the initial inflation. The lesion being treated was a calcified, 100% stenotic lesion in a very tortuous proximal to mid lad. The physician had deployed cypher stents to the proximal lad and d1, and the crush stent technique was performed. The physician then advanced a guide wire to the side branch, and a ryujin balloon was expanded. After that, the maverick2 monorail balloon was inflated however, it ruptured at 6 atms on the initial inflation. A sprinter balloon was used to complete the procedure. A medikit introducer sheath, a mach 1 guide catheter, a miracle 12 and conquest guide wire, a cypher stent, and encore inflation device were also used in the procedure.